Event description:
During preventative maintenance of the device, the field service representative reported that the rubber drag insert on the occluder head cap was missing. Since the event occurred during preventative maintenance, there was no patient involvement during this event.